Manufacturer narrative:
As per available information, there was a problem with the cart or trolley, but the authorized service personal rejected the service as reported issue was not covered in the warranty. Upon a follow up, the international service team said," this case is not in warranty so this case is not followed, and we cannot find the case owner". Therefore, nothing cannot be concluded about the failure, repair, disposition, and root cause of the reported issue.

Manufacturer narrative:
Event date: (B)(6) 2020. Date of this report: (B)(6)2021.

Event description:
The customer reported a ventilator had an equipment failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.